Event description:
The manufacturer received information alleging the leak test had failed during preventative maintenance on the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a philips remote service engineer evaluated and determined the flow sensor may have caused the leak test to fail on the device. The philips rse provided information to check the test setup and o2 tubing connection and to possibly replace the flow sensor to address the issue. The customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.